Manufacturer narrative:
Medwatch fields a2 and a3 have been updated.

Manufacturer narrative:
A sample from the patient was provided for investigation. The investigation determined the sample contained an interfering factor against the streptavidin component of the assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii (e2) on two cobas e (B)(6) analytical unit analyzers. Refer to the attachment for all patient data. The sample was initially tested on the customer's e (B)(4) analyzer. The sample was repeated at a second site on a second e (B)(6) analyzer. The sample was also treated with polyethylene glycol (peg) and repeated on the customer's e (B)(6) analyzer.

Manufacturer narrative:
The serial number of the customer's e (B)(6) analyzer is (B)(6). The serial number of the second e (B)(6) analyzer was requested, but not provided. The investigation is ongoing.